Manufacturer narrative:
Device is a combination product. Media analysis: angiographic media (45 series) was provided for review. The media was dated the (B)(6) 2020, consistent with the event date and procedure notes.

Event description:
It was reported that a stent shortened. A double kissing crush technique was performed on a patient with left main circumflex (lm cx) and left anterior descending artery (lad) disease. A 3.50 x 24mm synergy megatron was advanced and deployed in the cx lm. A proximal optimization technique (pot) was performed in the left main (lm) to size the megatron right. While advancing a 5.0 nc emerge balloon, the megatron appeared to be shortened. Another drug eluting stent was advanced and deployed proximally to the megatron to solve the issue. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. It was further reported that the left main was not rewired after implantation of the 3.50 x 24mm synergy megatron stent. They stopped attempting to cross the lesion with the 5.0 nc emerge balloon when resistance was met. It was noted that they always pull the guide catheter a little bit while deflating the drug eluting stent (des) balloon.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent shortened. A double kissing crush technique was performed on a patient with left main circumflex (lm cx) and left anterior descending artery (lad) disease. A 3.50 x 24mm synergy megatron was advanced and deployed in the cx lm. A proximal optimization technique (pot) was performed in the left main (lm) to size the megatron right. While advancing a 5.0 nc emerge balloon, the megatron appeared to be shortened. Another drug eluting stent was advanced and deployed proximally to the megatron to solve the issue. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.